Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as change in caretaker. The peritonitis was manifested by cloudy pd effluent. On the day of peritonitis diagnosis, the patient was hospitalized and treated with vancomycin injection (1g, once in 3 days, intravenous, ongoing), ceftazidime injection (1g, once daily, intravenous, discontinued after 2 days). Three days after diagnosis, ceftazidime injection (1g, once daily, intraperitoneal, ongoing) was reintroduced for the treatment of peritonitis. Three days after admission, the patient was discharged from the hospital. At the time of this report, the patient was recovering from peritonitis and recovered from cloudy effluent. Pd therapy is ongoing. It was reported caregiver was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b5. B5: upon follow up, it was reported on an unknown date, vancomycin and ceftazidime were discontinued. It was reported, the patient recovered from peritonitis on an unknown date. Should additional relevant information become available, a supplemental report will be submitted.